Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with after use the needle couldn¿t be removed.

Manufacturer narrative:
Investigation summary: received on used nexiva 22ga unit from the catalog number 383512, unknown lot number. Three photos were submitted for review. Review of the device history records could not be performed as the lot number was not provided. Investigation conclusion: visual observation disclosed the cannula was partially retracted, and the catheter adapter was still attached to the tip shield. No cured adhesive was observed on the tip shield or the grip. No damaged was observed on the v-clip. During simulation testing the needle was reset to the out position. The unit met with resistance, cannula was caught just above the retention plate. The needle was finally pulled through the retention plate, the catheter adapter removed and observed the needle was bent. Root cause description: based on the evaluation of the submitted which displayed needle was partially retracted. The photo provided for this incident did not reveal any of visible anomalies or damage that would contribute to the alleged defect. The unit was returned used, it is uncertain whether this defect was caused by manipulation of the device by the user or by the manufacturing process. The bend in the needle prevented the needle from passing through the retention plate. Rationale: bd will continue to track and trend for this issue. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with after use the needle couldn¿t be removed.